Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported a vent inop occurrence while in use;111c and 1006 da pcba adc failed. No patient harm reported.

Manufacturer narrative:
The da cable was replaced and the machine functioned per specifications. The biomed confirmed there was no patient harm, however no further patient information was offered. No parts were returned for investigation.